Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The root cause of the reported issue revealed the combination of xdcr faults at power-up/auto-zero with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault, motor fault and vent inop alarms. The customer confirmed that there was no patient involvement associated with the reported issue.